Manufacturer narrative:
The device history record was reviewed for lot 0874js and the product was manufactured on march 28, 2014 with no quality issues detected during the process. No sample was provided; therefore it is not possible to investigate further to determine the root cause.

Event description:
During cataract surgery , the eye drape ((B)(4)) moved. The surgeon alleges this blocked his vision as he was aspirating the capsula. The capsula then broke and scattered in eye. A vitrectomy was performed and patient was prescribed diamox to decrease pressure.